Event description:
The customer reported that insulin was squirting out while attempting to perform a manual prime. Advised the customer revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.